Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: not explanted as of this report. Issue with generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with mentor memorygel 275cc silicone breast implants which patient reported began experiencing the following symptoms which have progressively worsened: knots under incision sites, that cause pain. Extreme join paint, muscle pain, body aches all over. Memory loss, including short term. Muscle twitches, hair falling out excessively, eye lashes and eyebrow hair falling out. Hair on legs is no longer growing in. Patients vision has changed, dry eyes, dry skin, hoarse to talk. These issues occurred after implantation. . At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side.